Event description:
It was reported that the distal of the lasso catheter was misshaped and it could not be handled correctly. The case was completed without any patient consequence by changing to a similar product. During visual inspection of the returned complaint catheter, it was noted that several rings were damaged and had rough edges. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the whole lasso loop assembly was deformed and rings 3, 15 and 16 had sharp edges. The catheter was tested and both deflection and contraction failed. When the deflection was performed, catheter took a twisted shape. During dissection it was noticed the compression coil was glued with pu within the lumen area causing the abnormal shape. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified. However a root cause could not be drawn for the rings damaged and deformed lasso loop.